Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, keypad/button unresponsive/button error, failed batt test, damage (physical or cosmetic), occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-397a, mmt-332a. Troubleshooting was performed. Customer reported past resolved infusion flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The pump accepts and recognize the test battery properly in the battery compartment. All buttons functioning properly. No unexpected no delivery alarm/insulin flow blocked during testing. Successfully downloaded history files and traces using thus. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2024 from 11:25:00.000 until 11:55:00.000 during basal deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The force sensor offset measured within spec range during testing (23.9 mv). The test p-cap locks properly into the reservoir compartment. No damage on the retainer ring or crack screen noted. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. In summary, pump passed required testing. Insulin flow block alarm/no delivery alarm was recorded in the pump history, however, insulin flow block alarm/no delivery alarm was not confirmed during testing. The force sensor is within specification. Cosmetic damage at screen (crack) and retainer ring was not confirmed, however, other cosmetic damage was noted. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad and rejecting new batteries was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.